Event description:
The customer reported stains on the image that could not be washed off during an unspecified procedure involving an olympus rigid video laparoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and inadequate leakage current. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation of stains on the image that could not be washed off and poor image quality, the issue was attributed to a broken meniscus in the charged coupled device section. Regarding the investigation findings, the outer tube was found to be deformed, preventing disassembly and reassembly of the components. In addition, the leakage current was out of specification due to a broken charged coupled device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.